Event description:
It has been reported to philips that the system could not do fluoroscopy and cine . No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that collimator post was failing. Collimator has been reseated and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to produce fluoroscopy and cine. Upon functional testing fse found that the issue caused due to the collimator post fail. Fse reseated the collimator. After reseated the collimator, the device was returned to use in good working order. The codes were updated based on the investigation outcome.